Manufacturer narrative:
This pt reported some form of taste disturbance that persisted after the first fitting after activation. Pt did state the taste disturbance seems to be improving. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.

Event description:
Taste disturbance reported after first fitting. Initial implant (B)(6) 2012.